Event description:
Reportedly, blows fuses-melted in fuse area fuse blown, area melted. No patient injury reported.

Manufacturer narrative:
Evaluation summary: computer; smoked/burned - fuseholder melting. Device returned.